Event description:
Additional information was received that indicated that the high impedance was not caused by any manipulation or trauma. There were no x-rays taken.

Event description:
Additional information was received that indicated that the patient had a full revision. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that product analysis was complete on the generator and lead. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. A break was identified in the positive and negative coil ends of the lead. Scanning electron microscopy images of the positive and the negative lead coil, show that pitting or electro-etching conditions have occurred at the coils ends. However, due to metal dissolution and/or mechanical distortion the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
It was initially reported that the patient needed their lead replaced for unknown reason. Follow-up indicated that the high impedance had been received at a recent diagnostics. Surgery is likely, but has not occurred to date.